Event description:
The system 7 reciprocating saw was returned to stryker instruments for service, and during functional evaluation it was noted that smoke came out of the front end of the drive train assembly. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 reciprocating saw was returned to stryker instruments for service, and during functional evaluation it was noted that smoke came out of the front end of the drive train assembly. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of smoking was confirmed. During the inspection it was found that the device ran with 10.5 amps then jumped to over 50 amps before it seized and smoke started to come out. The entire handpiece was severely corroded. The widespread corrosion affected the e-box, which was determined to be the primary failure. The widespread corrosion was the root cause of the events. Corrosion was likely due to a user issue and not as a result of a product failure. The presence of a substance inside, on, or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside, on, or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.